Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels ranged from below 40-63 mg/dl. Low bg causes were not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.